Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 20th november 2012 and that it had performed to specification up to the 19th october 2014. Between the 19th october 2014 and the final history log entry on the 27th november 2014 the device records multiple manual power ups. During this time the battery became depleted. The manual power ups were mainly 10 minute duration prior to the pad-pak becoming depleted. The returned pad-pak was installed. The device passed an auto self-test, powering off with a "warning, memory full" prompt and a green flashing status led. The device was then tested on calibrated equipment. The device delivered a test shock and an acceptable measurement was recorded. The device was disassembled for investigation. Investigation found the device was switching on when the upper case was agitated. Although it could not be measured the device switching on when the upper case was agitated could have been caused by a cracked or damaged track on the membrane tail. The symptoms found during the investigation indicate an intermittent failure. The fold found on the membrane tail could have caused latent damage to one or more membrane tracks.